Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic non-pacer dependent patient presented in clinic follow-up, intermittent atrial undersensing was observed. This caused false reporting of true atrial fibrillation burden and intermittent failure to mode switch. Programming change was made. Patient was stable.